Manufacturer narrative:
As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device was returned for evaluation. Visual evaluation noted bent guidewire and cannula backup tabs. There was successful fastener deployment during the functional evaluation. Internal component evaluation finds that all of the components are in place and in good condition, no manufacturing anomalies were found. Based on the sample evaluation and investigation performed the issue that presented was due to forces applied during use near the cooper's ligament. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this emdr represents device #1 as based on the event as reported, a loose fastener from this device may have been left in vivo. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported during inguinal repair, issue presented with two bard/davol optifix straight fasteners. The first (device #1) fastener was not able to fixate into the area near the cooper¿s ligament. It was not known if the fastener was removed from the patient. The second optifix straight (device #2) was used and the first fastener successfully fixated into the area cooper¿s ligament, however after which the device was mechanically jammed and did not deploy any of the remaining fasteners.

Manufacturer narrative:
As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions for use (IFU) supplied with this device states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." This emdr represents device #1 as based on the event as reported, a loose fastener from this device may have been left in vivo. If/when sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported during inguinal repair, issue presented with two bard/davol optifix straight fasteners. The first (device #1) fastener was not able to fixate into the area near the cooper¿s ligament. It was not known if the fastener was removed from the patient. The second optifix straight (device #2) was used and the first fastener successfully fixated into the area cooper¿s ligament, however after which the device was mechanically jammed and did not deploy any of the remaining fasteners.